Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regards to a patient receiving gablofen 2,000 mcg/ml at 175 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cva (stroke) das system. It was believed that the patient has a persistent cerebrospinal (csf) leak that started post-op. The exact date is unknown. There was fluid accumulation in the back incision and pump pocket incision which began post-op. The exact date is unknown and has progressively worsened. In the office sites were viewed, as well as x-rays of the pump and catheter. The system appeared intact. The csf leak was treated conservatively with binder and bed rest. Accumulation continues to worsen and the patient was experiencing headaches and nausea/vomiting. The issue was not resolved at the time of report. The patient's status was alive no injury. No surgical intervention had occurred, but was planned. A date of (B)(6) 2016 was provided. Additional information received reported the patient was taken to the operating room (or) on (B)(6) 2016. No csf leak was found. Both the back and pump pocket incision were opened and explored. All connections were intact in the back and front incisions and no leakages seen. Cultures were taken of the sites and a csf sample was also taken. There was no reason was found for patients nausea/vomiting. The patient's csf cultures tested positive for meningitis. The patient was started on antibiotics and nausea/vomiting slowed. The patient was feeling better. A pump explant was planned for (B)(6) 2016. The daily dose of baclofen was reduced from 175.2 mcg/day to 96 mcg/day. The patient was started on 20 mg oral baclofen tid and given valium prn. They planned to increase oral baclofen to 20 4x/day after explant.